Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 1870 indicating a motor timeout. Per reporter, the settings were erased followed by the second alarm. The medication was infused at rate of 2.2 ml per hour. The remaining volume was 73.6 and given volume was 25 ml. The event occurred during infusion at the patient's home. No adverse event was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.